Event description:
This is a spontaneous case report received from a physician in united states on 22-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. Additional information was received on 23-dec-2015. Patient had essure placed, hysterosalpinogram was normal. Hysterectomy was done, tubes were also removed. Pathology came back on (B)(6) 2015, only one coil was removed. The second coil was still in the belly. X-ray was done and showed the other coil was still in the belly. Will remove it on (B)(6) 2016. Follow-up information received on 29-dec-2015: no new clinical information. Follow-up received on 13-jan-2016: physician reported that essure was placed in (B)(6) of 2015. Hysterosalpingogram (hsg) was performed 3 months after placement and revealed correct placement and bilateral occlusion. Patient then underwent an endometrial ablation for heavy periods but continued to have heavy periods after the procedure. She desired definitive management and underwent a total vaginal hysterectomy and bilateral salpingectomy in (B)(6) of 2015. Pathology showed only one coil was present; they were not sure which one as health care professional had sent the tubes together. Physician ordered an x-ray which showed a retained essure coil in her pelvis. This finding was discussed with the patient and, although she wasn't having any pain or other complications, she desired that the coil be removed. Doctor then ordered a computed tomography scan to in order to better locate it. On (B)(6) 2016, patient had a laparoscopic removal of her essure coil. The coil was found adjacent to her left ovary covered in a layer of peritoneum along her left pelvic sidewall. An x-ray was performed before termination of the procedure to verify complete removal of the coil. Follow up information received on 13-jan-2016: no new information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods and an endometrial ablation was performed. It was reported that a hysterectomy was performed and she had her tubes removed. Only one coil was removed and the second one is still in the belly / x-ray showed a retained essure coil in her pelvis / coil found adjacent to her left ovary covered in a layer of peritoneum along left pelvic sidewall (interpreted as device dislocation into abdominal cavity). She had a laparoscopic removal of her essure coil. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.

Manufacturer narrative:
Follow up 16-feb-2016: perforation questionnaire was received from physician. The physician reported that patient had abdominal pain and heavy bleeding prior to insertion. She used an unspecified iud/ius previous to essure. The insertion and visualization of tubal ostium were easy. The patient underwent x-ray which confirmed unilateral perforation. The perforation occurred after deployment and was diagnosed on (B)(6) 2015. The right essure was in correct position. After the surgeries (hysterectomy and laparoscoy) the patient recovered from the perforation. Essure removal was medically necessary and also to attend a patient request. The pathology results showed normal uterus. One essure coil present in tube. Both tubes sent. One tube without essure coil. Product technical complaint (ptc) investigation and final assessment were received on 07-mar-2016 the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Previously, it was also informed that the patient had heavy periods / heavy bleeding and an endometrial ablation was performed. However, according to follow up information, this event had occurred previously to the device insertion. Thus, the event was deleted and considered as historical condition. It was reported the perforation was diagnosed per x-ray which confirmed the perforation. Hysterectomy and salpingectomy were performed; only one coil was removed and the second one is still in the belly / x-ray showed a retained essure coil in her pelvis / coil found adjacent to her left ovary covered in a layer of peritoneum along left pelvic sidewall/ unilateral perforation (interpreted as uterine perforation). The removal method was transvaginal; total vaginal hysterectomy, bilateral salpingectomy. This event is serious due to medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of this perforation were not known. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Perforation questionnaire received on (B)(6) 2016: it was reported that analgesia (vicodin) was used during insertion procedure. Hsg confirmed correct position. She then had an ablation followed by a hysterectomy (transvaginal). On (B)(6) 2015, unilateral left perforation was diagnosed by x-ray. Perforation did not occur before and after deployment. Perforation occurred on left pelvic side wall. CT scan helped locate the coil which was then removed by laparoscopy . It was reported that tvh and bs (total vaginal hysterectomy and bilateral salpingectomy) were performed, but although both tubes were removed and only one coil was found on pathology report; it only showed right coil. X-ray found left coil remained in abdomen. The outcome was recovered/ resolved. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Previously, it was also informed that the patient had heavy periods / heavy bleeding and an endometrial ablation was performed. However, according to follow up information, this event had occurred previously to the device insertion. Thus, the event was deleted and considered as historical condition. It was reported the perforation was diagnosed per x-ray which confirmed the perforation. Hysterectomy and salpingectomy were performed; only one coil was removed and the second one is still in the belly / x-ray showed a retained essure coil in her pelvis / coil found adjacent to her left ovary covered in a layer of peritoneum along left pelvic sidewall/ unilateral perforation (interpreted as uterine perforation). The removal method was transvaginal; total vaginal hysterectomy, bilateral salpingectomy. This event is serious due to medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of this perforation were not known. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Follow-up information was received on 19-jan-2016 via uterine/tubal perforation with essure questionnaire. Patient's weight and height were provided. Concomitant condition included obesity. She had 03 pregnancies and 03 live births. Medical history included 02 c-sections. Ectopic pregnancy, spontaneous abortion and voluntary pregnancy termination were denied. On (B)(6) 2015 essure was easily implanted. Insertion was performed on period day. She was not breastfeeding at the time of insertion. Last delivery prior to insertion was a caesarean section. She had no uterine abnormal findings. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. She had no complaints immediately after insertion. On unspecified date she presented with heavy bleeding. On (B)(6) 2015 hsg (hysterosalpingigram) was performed and confirmed tubal occlusion. Second confirmation test was not performed. On (B)(6) 2015 she had ablation. However heavy bleeding continued after ablation, thus hysterectomy was performed. Essure was removed because of patient request and it was also medically necessary. Removal method: transvaginal; total vaginal hysterectomy, bilateral salpingectomy. Pathology showed only one coil was found. X-ray was done and found essure coil remained in her pelvis despite tvh, bs. CT scan helped further delineate its location. It was then removed laparoscopically. It was located intraperioteneally adjacent to her ovary along left pelvic sidewall. X-ray during surgery confirmed complete removal. The outcome was recovering/resolving. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods / heavy bleeding and an endometrial ablation was performed. The heavy bleeding continued after ablation. It was reported that a hysterectomy was performed and she had her tubes removed. Only one coil was removed and the second one is still in the belly / x-ray showed a retained essure coil in her pelvis / coil found adjacent to her left ovary covered in a layer of peritoneum along left pelvic sidewall (interpreted as device dislocation into abdominal cavity). The removal method was transvaginal; total vaginal hysterectomy, bilateral salpingectomy. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.